Manufacturer narrative:
H3, h6: the investigation into the reported event is now complete, the retuned sample and all supplied information has been reviewed, confirming the reported event. Visual examination of the returned product confirmed the presence of the un-intended material. This material was found to be cotton, which is a part of the raw material, this material does not affect the product use or its sterility. The device was manufactured and released according to the final product specification. Complaint history records have been reviewed and updated; the review has observed a previous manufacturing quality issue. The manufacturing process has been reviewed; a potential quality issue has been detected. Historical data shows no previous escalations. The product risk files require no updates, adequate mitigation is in place. The instruction for use has been reviewed and contain no contributory factors that could influence the reported event. The probable root cause for the reported event has been established as a manufacturing quality problem. Corrective actions have been implemented to reduce the probability of further occurrences. Smith and nephew continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment, when a melolin sterile 10x10cm ctn 10 was opened. A black fiber-like foreign substance was between the film and the cotton layer. This happened before use in patient. Treatment was performed, without any delay, with a sn back-up device instead. Patient was not injured as consequence of this problem.